Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Customer support was unable to resolve the reported issue through standard troubleshooting procedures. The customer was guided through the process of replacing the pads; however, the unit continued to indicate that the pads were missing. The customer was advised to remove the unit from service and was referred to a distributor for the purchase of a replacement device. As the affected unit and its associated event logs were not returned, the root cause of the issue could not be determined.